Event description:
It was reported that the insulin pump alarmed and the customer was experiencing high blood glucose of 600mg/dl. The customer was treated with two shots. Troubleshooting was performed, and the mother was unable to describe any possible damage to the drive support cap, but a friend did press it back in. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with missing drive support disk, sticker, and end cap sticker as well with cracked case at the display window corners, and stained back address/serial number label.